Event description:
Physician states pt developed joint stiffness and soreness recently and was also concened with the possibility of ruptured prosthesis (fullness under the axillae). Report alleges pt was to return left implant for ID but only sent the right one as the left "was not salvageable to return."